Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was having t wave oversensing resulting in pacing inhibition and the patient was symptomatic. It was believed that this was due to this right ventricular (rv) lead which was integrated bipolar. It was noted that the competitor device was reprogrammed several times with no resolution. The patient has had an av ablation and is pacemaker dependent. No further adverse patient effects were reported.